Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the scope detection slider switch being stuck in the depressed position. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer was advised to check the scope detect slider switch and it was stuck in the depressed position. The customer was able to pop it back out and the issue was resolved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus all the leds on the front panel of the visera elite xenon light source were flashing. There were no reports of patient harm or impact associated with this event.